Event description:
It was reported by service report that the unit failed the electrical safety inspection. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion - customer was sent replacement unit.